Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and non calcified left shunt. A 6.0 x 20/40 (4f) sterling over-the-wire balloon catheter was advanced to the lesion. Upon the second inflation, the balloon ruptured at 15 atmospheres. The device was exchanged for another of the same and the procedure was completed. There were no pt complications and the pt status is reported as good.

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).